Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to pain and elevated ions.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. Patient was revised due to pain and elevated ions. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 30, 2017: litigation received. Litigation alleges toxic cobalt-chromium metal ions, pain, discomfort, and inflammation due to friction and wear. This complaint was updated on: may 31, 2017.

Event description:
Update sep 1, 2017: pfs received. In addition to what was previously alleged, pfs alleges decreased range of motion and mobility, and tissue damage caused by metal debris . This complaint was updated on sep 11, 2017.

Manufacturer narrative:
UDI:(B)(4)added: (device)

Event description:
Update sep 1, 2017: pfs and medical records received. After review of the medical record for the MDR reportability, patient was revised to address painful right hip and elevated ion levels. Revision notes reported of bursitis and minimal discoloration around the base of the trunnion. There was no evidence of wear. Laboratory result for cobalt is above 7ng/ml. Clinical notes report trochanteric bursitis. This complaint was updated on sep 26, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.